Event description:
It was reported the pt ((B)(6)) lost stimulation. A diagnostic test found impedance issues for all lead contacts. X-rays revealed a bend/kink in one of the leads. Surgical intervention was undertaken to address this matter, and the impedance issue was confirmed via intraoperative testing. As such, the lead in question was explanted and replaced. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.